Manufacturer narrative:
It was reported that the patient has an infection. Replacement implants have been requested for revision surgery. Review of the device history record indicates that device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has an infection. Replacement implants have been requested for revision surgery.